Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had foreign matter the child, due to fever and cough, came to our pediatric outpatient clinic on (B)(6) 2025, because of the condition of the need for intravenous injection, after communicating with the parents, on (B)(6) 2025 at 10:25 a.m. To prepare for the operation of intravenous indwelling needle puncture, in the preparation for the patient's intravenous indwelling needle puncture checking with the material, connecting the indwelling needle to the exhaust of the indwelling needle found a foreign body in the indwelling needle, immediately stop using, replace the new indwelling needle (c) the patient should be given a new indwelling needle to replace it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4016646): 1) this batch of products were assembled at intima ii auto line 2 in feb 2024 and packaged at cfs package line in feb 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 3 photos, no defective sample. The photos show that the unit package had been opened, the product was located at the base of the prn. 3. Check the retained samples of this batch, no foreign matters are found. P 4. Foreign matter investigation: 1) according to the location of the foreign matter: the foreign matter may specification was 24ga, p/n was 383083, and the batch number was 4016646.the foreign matter come from the assembly process of prn, or from the molding of the adapter, process of product assembly, transferring and packaging. 2) field tracking and inspection of the above two areas and products, no similar foreign matters have been found. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the foreign matter on the surface of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information available.